Event description:
It was reported during implant, high out of range impedance and no pacing were noted on the pacemaker. The pacemaker was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high impedance and loss of capture could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of high impedance and loss of capture could not be determined.